Event description:
It was reported that this right ventricular (rv) lead exhibited crosstalk oversensing of the atrial signals on the ventricular channel. Technical services (ts) provided troubleshooting actions and resolution options. The lead remains in use. No adverse patient effects were reported.